Event description:
Mrl monitor/ pacer/ defib failed to pace pt in 3rd degree heart block. Mrl monitor showed ld fault. Pad placement confirmed connection to pads, connection to monitor EKG placement confirmed. Pacer still did not work. Later still did not work. Later, attempted to defib pt. Monitor charged but would not discharge. Connection re-checked, all connections intact. Re-attempted defib with success. Also to monitor pt on lead I, ii, iii, but not on pad setting. The combi pads that attach to chest wall are jingle use/ disposable. The mrl monitor itself is multi-use.